Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all of the keypad buttons had become unresponsive and the patient was unable to advance passed the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the original complaint of the keypad buttons unresponsiveness was not duplicated; all of the keypad buttons responded appropriately. The keypad was removed and no evidence of damage or contamination was found.